Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by customer that the IV acetaminophen and albumin glass bottles not easily infusing via our infusion pumps, even despite nursing using vented tubing.